Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak due to the minicap not being sealed properly. There was no patient injury or medical intervention associated with this event. Additional information was requested, but the patient refused to provide anything else about the reported event.